Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.75 x 30mm was selected for treatment during a percutaneous coronary intervention. During the procedure after advancing to the lesion, the balloon ruptured after it was inflated to 5atm. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.